Manufacturer narrative:
H10: internal complaint reference (B)(4). H6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device was performed. The suture and both anchors were returned detached from the device. The depth limiter button was not in the default position. The actuator tip was in the t2 position. The slipknot appears to be tightened against t2. A functional evaluation of the device was performed. The actuator tip functioned as designed. The customer provided image revealed the shaft was bent and had debris. An additional image depicted the suture and anchors deployed from the device with the slipknot tightened. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed but the root cause could not be determined. Factor that may have contributed to the reported event include an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - impact code).

Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The customer provided image revealed the shaft was bent and had debris. An additional image depicted the suture and anchors deployed from the device with the slipknot tightened. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair surgery, while using the fast-fix 360 curved and after working on the first implant (t1) and about to work on second implant (t2), the suture was knotted before penetrating. T1 was removed from the patient. The surgery was completed with a backup device (the surgery was planned to be completed by using 3 devices, but as a result of the malfunction only 2 were used). A delay greater than 30 minutes was reported. No patient complications were reported.